Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation and material spilt, cut, or torn during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, the suture snapped when tightening the knot of the prostyle device. It was also noted that the suture was split. No other device was attempted. The sheath was upsized to a 12f sheath, and the evar procedure was completed. Manual compression was performed to achieve hemostasis. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.